Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. There was no motion sensor test failure alarm. All buttons functioned properly. There was no button error alarm; however, moisture damage was noted on the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm. The blood glucose at the time of the incident was 145 mg/dl. The motor error alarm occurred during prime. The customer was unsure if the pump was exposed to high magnetic field. There was a motion sensor test failure alarm and button error alarm a few months back. Troubleshooting was not able to resolve the issue. The device was returned for analysis.